Event description:
It was reported that after the iab was inserted into the patient, no pressure or ap waveform was visible on the monitor. Because of this, the iab was removed. There were no patient complications.